Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4)

Manufacturer narrative:
The reported condition of failure was determined to be failure code 808:02 based on baxter's review of the device event history; therefore, the reported condition is considered confirmed. The failure code was not duplicated and therefore the root cause could not be determined at this time. This is a baxter owned device and therefore will not be returned to the customer and no repairs were completed at this time. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a "failure." The condition was reported to have occurred in the emergency room; however, it is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During baxter's review of the event history, it was determined that the reported condition was failure code 808:02, which occurred during delivery causing an interruption of delivery.